Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received cortex screw show that the shaft is bent close to the screw head. The anodized color is abraded at the bended section. The hex recess is in a used condition. The received condition of the complaint agrees with the complaint description since the screw is bent as claimed by the customer. Thus, the complaint is rated as confirmed. However, based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation has caused the bending. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot . This mre review is for sterilization procedure only , part: 404.836s, lot: 4l12087, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 05.april 2019, expiry date: 01.march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in grenchen. Part: 404.836, lot: 3l83435, manufacturing site: grenchen, release to warehouse date: 12.march 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation surgery for the humeral neck fracture was performed with periarticular proximal humerus plate. X-rays taken immediately after the surgery revealed that the locking screw stardrive was broken and the cortex screw was deformed. The surgeon resumed the surgery and removed the screws but the shaft part of the locking screw was left in the body. The surgeon inserted two (2) unknown locking screws and two (2) unknown cortex screws instead to fix the unknown plate. The surgeon commented that he should have chosen three (3) holes because two (2) holes were insufficient to fixation. There was a surgical delay of more than thirty (30) minutes. Procedure and patient outcomes were unknown. This report is for one (1) 3.5 mm ti cortex screw self-tapping 36 mm. This is report 1 of 2 for complaint (B)(4).